Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was requesting a bolus on the pump. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was able to reload the existing cartridge, clear the alarm, and resume insulin therapy.